Event description:
It was reported during follow up device software reset was noted. The device was reprogrammed. After reinterrogation the reset alert was still present. The device was reprogrammed to desired settings without issues. The patient was planned to be monitored.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.